Event description:
Patient stated that her v-go from (B)(6) 2019 fell off when she was at home around 4:50 pm. Patient stated that she walked more yesterday than she has in the past. Patient started the v-go therapy on (B)(6) 2019. Patient said that she put the v-go between the breast and the stomach area.